Event description:
In this event, the health care provider reported that the patient had an infection in their ear and could not get the infection to clear. Patient had been wearing new hearing aid (shell), and health care provider was unable to clear the infection. Hcp has requested to have a hypoallergenic clear shell made for the patient to mitigate any future reactions. Attempted to contact hcp and customer several times to provide an update and neither have provided any updates. All materials which are in contact with customers skin were tested for their biocompatibility based on iso-10993-1.

Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions (submitted on 08/21/2023). Distributor, importer and manufacturer are under the ws audiology compliance system.